Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #: 2134265-2009-06587. Same case as MFR report #: 2134265-2009-06588. It was reported that following a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated the de novo, 70% stenosed 3.0x25mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of three taxus express2 study stents (3.0x32mm, 2.5x16mm, 3.0x8mm) resulting in 0% residual stenosis and timi 3 flow. In 2008, the pt experienced interstitial pneumonia and was prescribed solu-medrol, meropen, neoral and elaspol. The following month, the pt expired from interstitial pneumonia which was "ingravescence of unspecified underlying disease". Per the physician, the event was not related to the study stent.